Event description:
It was reported the device was used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the jaws of the device are too wide. The clips were removed from the pt. There was no pt consequence.

Manufacturer narrative:
Tracking #.46788. Sent: 12/01/1998. D5,6; h4: info not available, device not returned for analysis.